Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not returned. Therefore, no dimensional inspection was completed. Per the engineering investigation, segmentation of the femur and tibia is unacceptable per quality standards. There were 6 MRI slices that contained unclear anatomy on the anterior femur that was not included in the 3d bone model. The lateral proximal tibia plateau contained 4 MRI slices where the cartilage was not included in the bone model. It is possible these areas of missed anatomy were responsible for the intraoperative observations of nonconformity of the femur and tibia blocks. Alignment of the femur and tibia is acceptable per quality standards. As a result of the investigation, the primary root cause of this issue is human error due to segmentation. The investigation engineer notified the product development engineer responsible for processing the case of the reported complaint. The product development engineer and drafter/designer, responsible for processing the case, reviewed the segmentation errors and documented those errors on the segmentation quality check form. All additional employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.

Event description:
It was reported that the or staff had difficulty with the blocks fitting and surgery time was extended 30-60 minutes.